Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event of herpes simplex is considered an unexpected adverse drug experience.

Event description:
Patient reported via social media being injected with an unspecified juvéderm®. Six days post-injection, the patient experienced a ¿ tingles, itches and is cracked, it is very swollen over the herpes and my lip looks yellowish white around it and, as mentioned, is thick.¿ patient also stated they noticed a tingling sensation and small bubbles formed but did not think anything of it until the next day where the patient had ¿feeling of tension and the swollen lip.¿ the patient immediately treated the event with honey and zovirax. The event is ongoing.